Manufacturer narrative:
Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window, cracked battery tube threads and scratched keypad overlay. (B)(4).

Event description:
Customer reported that the insulin pump has many scratches and the display was worn. Blood glucose level was not provided. No further information was provided.